Event description:
It was reported that the patient implanted with an artificial urinary sphincter aus experienced a migration of the pressure regulating balloon prb. During a physician revision procedure, the physician confirmed that the prb had moved to a different location where it was palpable and visible in the pubic area. There was no external pressure or trauma to the pelvic region or abdomen that may have contributed to the device migration. A revision surgery was performed in which the old prb was replaced and placed in the correct location. There were no further patient complications.